Event description:
A condition c was called on the patient upon arrival the ccm ordered an abg. Upon receiving the kit and obtaining the abg, the ccm was unsure how to get the needle protector away from the needle and handed the syringe unprotected to me carefully, so that I could assist her. It was found that the needle protector that is supposed to slide easily up to cover the needle completely was not moving with even heavy pressure, and was not functioning as directed, the dirty needle was safely discarded in the red bin and we tried another kit to see if it was an isolated incident. The needle protector also wouldn¿t slide on this needle as well. Information on the used needle was discarded prior to use, but the second needle that had the protector malfunction had the following information ref # 956-616 lot # bs-56 abd is a safepico self-fill abg needle.